Manufacturer narrative:
H3: product analysis: evaluation determined that fractures were observed; the distal saw component had broken off and two fractures had occurred at the proximal connection. The likely cause was identified as blade was used in a "prying" fashion which subjected the blade to excessive bending loads. It was also noted wear marks were present on both sides of the proximal connection. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the blade was broken into pieces. No patient impact was provided. On follow-up it was reported that there were no patient or staff impact.